Event description:
During the treatment of an abdominal aneurysm, the trunk ipsilateral device was partially deployed so the contralateral limb device could gain better access to the contralateral gate. The contralateral limb device was successfully deployed followed by the completion of the trunk ipsilateral device deployement. An iliac extender device was also deployed for the treatment of an iliac aneurysm. Final images revealed the main renal arteries and two accessory renal arteries were inadvertantly covered. The clinician performed a procedure which was successful in exposing the main remain renal arteries and the most superior accessory renal artery. The clinician deployed additional two stents. One stent was deployed in the right renal artery and the other stent was deployed in the most inferior accessory renal artery. At the close of the procedure, the pt's urine output was good and no endoleaks were detected.